Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable ne urostimulator (ins) for spinal pain and failed back surgery syndrome of the legs/back. It was reported that the manufacturer representative (rep) received a message from the patient reporting that the controller/battery pack got wet and no longer work. The patient was getting shocks and needed stimulation to be turned down/off. It was reviewed the rep could turn the ins off but the patient would have to call in to patient services to get their external devices replaced. The patient later called back, and a replacement battery pack and controller were sent to the patient.